Manufacturer narrative:
The investigation did not reveal any abnormalities on the pas-port device and the individual parts itself. No damages could be found which may explain the current failure pattern. The present situation is not comprehensible and due to the damages on the device, a reset for further testing was not possible. Unfortunately, the so called poke-through tools, which are necessary to fixate the vessel on the implant, have not been forwarded for investigation. Possibly these tools could have provided further information regarding a potential root cause. Based on the information and after the investigation a clear conclusion can not be drawn.

Manufacturer narrative:
The reportability was reassessed and found to no longer require submission. Aesculap is not the legal manufacturer of this device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pas-port proximal anastomosis device. According to the complaint description intraoperative bleeding occured by placing the seal. After all setting of pas/port system, the surgeon rotated the knob of the device to deployment the flanges, however, entirely failed to deploy them and made a hole by cutter. And then, the surgeon stopped the bleeding by placing a seal of hearstring on the hole. The svg was easily removed from the delivery device and anastomosed the tissues with suturing the svg. The inner and outer flange did not deploy at all. The operation was done in accordance with IFU. Type of surgery: on-pump beating. An additional medical intervention was necessary. Suturing was necessary to stop bleeding. The adverse event is filed under aag reference (B)(4).